Event description:
It was reported that, during an intertan surgery, a hole was drilled into the femoral neck to insert the screws. During this step, the 4.0mm long ao pilot drill broke off, and the drill fragment remained in a hard-to-reach location, making it impossible to remove; therefore, it remained inside the bone. Before the drill bit broke, when inserting the 10 mm nail, it advanced with difficulty. Because of this, the nail was removed and the canal was re-drilled. When attempting to reinsert the nail, the femur fractured again, this time below the lesser trochanter and above the initial fracture. The nail was removed, and the doctor requested a thinner 8.5 mm nail, which was inserted. However, the doctor then decided to reinsert the 10 mm nail. To reinforce the bone, a cerclage was placed, and an additional 3.5 mm smith plate was implanted. The procedure was performed, after a non-significant delay, using the same device. The broken fragment was not removed. No further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.